Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: patient underwent a laparoscopic hand assisted sigmoid resection procedure. The proximal resection was completed with the device and the anvil is placed in open proximal bowel which is stapled shut. The, the anvil is brought through in lieu of creating a pursestring. The sigmoid resection is completed with an ethicon contour cs40g. The original procedure was completed without issue. The anvil could be tilted after firing, the anvil was not bent, and eea sizers were used. There was nothing of note during the surgery to indicate staple line concerns. Unknown if a leak test was performed. Post operatively, the patient was taken back to the operating room to repair an anastomotic leak. The staple line was incomplete.

Manufacturer narrative:
Lot #: potential lot numbers - p6j0685kx and p6f0103kx. (Reoperation, surgical intervention required, temporary loop ileostomy). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: additional information received stated that, six days post operation, the patient demonstrated clinical deterioration and a computed tomography (CT) imaging was obtained, suggesting possible anastomotic leak. There was evidence of a small leak on the posterior right aspect of the anastomosis. This was repaired primarily with permanent suture. The abdominal cavity was washed out, drains were left, and a diverting loop ileostomy was created. The patient is doing better now and has been discharged from the hospital. The surgeon plans to reverse the loop ileostomy in two to three months.